Manufacturer narrative:
The complainant was unable to report lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was implanted to treat a large, fungating, circumferential, malignant tumor in the recto-sigmoid junction during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2017, thirteen days post stent placement, the patient presented to emergency for a suspected bowel perforation. A computed tomography (CT) scan was performed, which confirmed the perforation. An emergency colostomy surgery was performed to treat the perforation. The physician suspected that the radial force from the stent's expansion may have caused the stent to push through the bowel with force. The patient's condition at the conclusion of the colostomy procedure was reported to be stable.